Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the stent was placed to manage a stone approximately 2cm in size. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stone placement. According to the complainant, on (B)(6) 2017, during a per-protocol elective ercp to remove the stent, the stent was noted to have migrated. The stent was removed without issues using rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.